Event description:
It was reported that the customer's insulin pump was alarming due to being unable to detect the reservoir. Advised customer to discontinue use of device and revert to back up plan. Customer stated they do not recall any significant events that led to the alarm or if the device was dropped. Customer's blood glucose level was 15 mmol/l at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump alarmed motor error during occlusion test due to faulty force sensor resistor. Unable to perform prime test and no delivery test due to motor error alarm. The motor passed motor test. The insulin pump passed idle current test, run current test, self-test, off no power test, a21 error test, basic occlusion test, displacement test and rewind. Unable to verify a33 alarm, no delivery alarm due to motor error alarm. The insulin pump was received with cracked display window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.